Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hiatal hernia repair procedure, when the surgeon using the device it was difficult to toggle, so the surgeon squeezed very hard on the white handles and they both broke that resulted to the jaws of the device were unable to open and removed from tissue. To resolve the issue, the surgeon get a set of laparoscopic graspers into the jaws of the instrument and force the instrument to open and release from the tissue. There was no patient injury.